Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (Ets hypo, hper, ketoacidosis).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported prior to entering a store, the cgm displayed 120 mg/dl and the bg was 40 mg/dl. Five minutes after entering the store, the patient lost consciousness, paramedics were called, and her bg per emergency medical services was 32 mg/dl. The cgm value was not provided. The patient was transported to the hospital, treated with IV fluids and glucose and discharged home later that day. At the time of the report the patient was well and conscious. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.